Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. The patient dropped the patient line when he went to reconnect. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's (B)(4) requesting assistance getting the cassette out of the door of the homechoice (hc) machine during use, patient not connected. The home patient (hp) stated he had disconnected during dwell and had dropped the patient line when he went to reconnect. The hp wanted to start over with new supplies. The baxter technical service representative (tsr) assisted the hp with ending the current therapy session so the hp could set up with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be submitted.